Manufacturer narrative:
One medfusion pump was received with no notice of external damage. The event history log was reviewed and there were acu watchdog and primary audible alarm post errors and no supercap post errors in the history. Start-up, flow and occlusion tests were performed. The pump had a blue token supercap. The reported errors were unable to be duplicated. The speaker was replaced as a preventative measure for the primary audible alarm post error.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm test and a super cap. There was no reported adverse event.